Event description:
It was reported that the patient underwent a revision surgery approximately five years post initial surgery due to pain and metallosis. Significant amount of scar tissue, metallic laden soft tissue, lysis of proximal femur (at location of cable) and pseudotumor were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: m2a-magnum pf cup, item us157846, lot 491250. Mallory head porous femoral sleeve, # item 11-104111, lot 548680. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09370. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately five years post initial surgery due to pain and metallosis including a significant amount of scar tissue, metallic laden soft tissue and pseudotumor to be excised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of lab notes and revision op notes. Lab notes dated were reviewed and identified patient had elevated chromium and cobalt levels. Revision op notes were reviewed and identified the patient was revised due to the failure of metal on the metal construct. Metallosis was observed and significant scar tissue and pseudotumor excised. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.